Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tube') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), cyst ("cyst nos"), vaginal discharge ("vaginal discharge") and menorrhagia ("menorrhagia") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, cyst, uterine leiomyoma, vaginal discharge and menorrhagia outcome was unknown. The reporter considered cyst, device dislocation, fallopian tube perforation, menorrhagia, pelvic pain, uterine leiomyoma and vaginal discharge to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2008 (as per pif discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event medical device removal deleted. Events added: perforation fallopian tubes, migration, cyst, pain, fibroids, vaginal discharge and menorrhagia. Patient date of birth, reporters, rcc note were added.. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic procedure, laparoscopic assisted vaginal hysterectomy and bilateral salpingoophorectomy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic procedure, laparoscopic assisted vaginal hysterectomy and bilateral salpingoophorectomy). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.